Manufacturer narrative:
An investigation performed by the merge healthcare support staff determined that due to the customer's lack of creating patient orders, there is a potential for an incorrect association of an accession number for a study. Merge healthcare has communicated to the customer the importance of ensuring that an order number is associated with an accession for that order to then be placed under the expected order number in the emr.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and stated that an issue occurred that could lead to incorrect accession numbers on clinical reports. Merge support investigated the customer's allegation and determined that with their clinical workflow, if images are sent without an order, the images will be matched with the patient's order based on the current patient/modality matching. The clinical report then reflects the incorrect accession number for the order and does not file properly in the customer's emr. While the accession number may not be the expected number the patient's study information is correctly placed within the patient's record on the emr. An incorrectly filed report in the emr could lead to a delay in care. However, the customer stated that there was there was no harm to the patient. (B)(4).